Event description:
It was reported that during an implant, the physician tried to extend the helix of 2 right ventricular (rv) leads, with greater than 30 turns. Each lead had noise oversensing, with no pacing inhibition, and a pace impedance that was greater than 2000 ohms. Additionally, a low amplitude was observed. The attempted leads were removed and replaced. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.